Event description:
Customer called to inquire on the meaning of the open circle on insulin pump. Customer reports of being in the hospital due to non-diabetes reasons. Customer was assisted on the meaning of open circle on insulin pump. Customer states that healthcare professional did make some adjustments to insulin pump. Customer also reports of receiving no delivery alarm but was not able to troubleshoot and will be calling back if no delivery occurred again. Customer's blood glucose was 300 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.